Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported tissue injury could not be determined. Furthermore, tissue injury is listed in the instructions for use (IFU) as known possible complication associated with mitraclip procedures. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: (B)(6). Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with severe mitral regurgitation (mr). One mitraclip (cds0701xtw, (B)(6)) was implanted without an issue reported, reducing the mr to approximately grade 1+. On the discharge echocardiogram, the mr was noted at moderate to severe. The patient remained stable, without complaints. Reportedly, the patient was doing well and in stable condition. Per history and physical dated (B)(6) 2021, the patients symptoms had not improved following the index procedure. Per imaging, there might have been a tear in the valve.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported recurrent mitral regurgitation (mr) could not be determined. Recurrent mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization or prolonged hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw was placed on the mitral valve, reducing mr to a grade of 1. The following day, transthoracic echocardiography (tte) was performed and showed that mr had increased to a grade of 3-4. The clip remained stable on the leaflets and no leaflet damage was observed. The patient was stable and the physician did not know what caused mr to increase. Therefore, the patient was sent home. On (B)(6) 2021, a second mitraclip procedure was performed to treat the recurrent mr. One clip was successfully implanted, reducing mr to a grade of 1. The previously implanted clip remained stable on the leaflets. No additional information was provided.